Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 35 mg/dl. The customer treated the low blood glucose reading with juice. The customer stated that she has been having issues with the sensor. The customer was advised to remove and change out the sensor. The customer stated that she was feeling better. However, her blood glucose was still 41 mg/dl. The customer was advised to drink more juice.